Manufacturer narrative:
During an apheresis procedure the donor started to sneeze heavly. The apheresis procedure was discontinued. The donor stopped sneezing. No medication was administered to the donor. The donor had no history of allergies. The donor had donated aprox 50-60 previous times. The donor was released in good condition. This event was not reported to FDA until after the FDA inspection and then was reported as an "adverse evne/other". The donor rast test result was 25.8 ku/l, indicating that significant levels of ige specific for ethylene oxide were detected. Baxter, in consulatation with the fenwal medical director, recommended that any apheresis donor with a positive rast test be deferred from future apheresis donations. The clinical symptoms displayed by this apheresis donor and the postive donor rast test may indicate donor hypersensitivity that could develop into a clinical emergency immunologic challenge by beging exposed to medical device that have been sterilized with ethylene oxide. Discontinuing an apheresis procedure because of the occurrence of adverse physiological reactions is medical intervention. This event should have been reported to the FDA in accordance with provisions of 21 cfr part 803 as a serious injury. You should sumbit an MDR supplemental report classifying this event as a serious injury and not an "adverse event/other".

Event description:
On 9/3/1997 during a platelepheresis the donor started to sneeze heavily. The procedure was discontinued. The donor stopped sneezing and was released in good condition. No medication had to be administered. The reporting source requested to have the donor tested for radio-allergo-sorbent-test-ethylene oxide. The donor's blood was drawn on 9/17/1997 and sent for ethylene oxide testing. A radio-allergo-sorbent-test-ethylene oxide test result greater than 0.71 ku/l indicates a positive result or that significant levels of ige specific for ethylene oxide were detected. This donor's results were 25.8 ku/l - class 4 strongly positive.